Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge 1 alarm and an occlusion alarm. The cartridge was found to have a crack in it. The customer changed the supplies on the pump. While loading the cartridge, the customer over-filled it with over 300 units of cold insulin and a valid alarm 9 was received. Tandem technical support education the customer on the proper cartridge fill technique. A new cartridge was loaded. The customer's blood glucose (bg) level was approximately 237-300 mg/dl and a bolus via the pump was delivered to address the bg level.